Manufacturer narrative:
Based on the information provided, a general reagent issue can be excluded. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials and the standardization methodology used. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft4 iii assay (ft4 iii) on a cobas e801 module compared to the accuraseed method. The roche results were reported outside of the laboratory where the physician requested additional testing of the sample. The sample was submitted for investigation where discrepant results were also identified with a cobas 801 module used at the investigation site and the abbott method. The customer¿s e801 module serial number was not provided. The e801 module serial number used at the investigation site was (B)(4). The ft4 iii reagent used at the investigation site was 541093 with and expiration date of 31-may-2022.